Event description:
A caller reported a cartridge alarm designated as alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed alarms with consecutive cartridges and decided to replace the pump as a corrective action.